Manufacturer narrative:
Additional information was later reported that this was actually a right atrial (ra) lead that was explanted after presenting with out of range pacing impedance measurements and noise. A lead fracture was confirmed. No adverse patient effects were reported in association with the surgical procedure. The lead will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a lead failure. The specific details to the lead failure were not provided. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned to boston scientific and it is unknown if it is expected to be returned. An investigation into the lead failure is currently being conducted. Once additional information is available, this report will be updated.